Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a post-op infection subsequent to the application of face powder on the suture by the parents. The patient underwent a procedure to rotate the skin flap; however, the issue could not be resoled. The device was explanted on (B)(6) 2014.